Event description:
The facility reported an infusion pump which under delivered on ch a during bio med testing. No additional contact info was provided. The hosp rep stated there have been no reports of any patient incident involving this pump since the last baxter service event.